Event description:
On 24-may-2026, the user reported that after consuming approximately 16 ounces of apple juice and 2 tablespoons of honey as treatment, blood glucose increased and remained elevated for much of the night, with a reported highest value of 382 mg/dl. The user contacted beta bionics to verify that the ilet algorithm was functioning properly. Review of pump reports confirmed that insulin delivery continued as expected and that glucose levels were subsequently corrected by the ilet system. The user was educated that overtreatment can contribute to significant glucose fluctuations. No evidence of a device malfunction was identified, and the event was attributed to user overtreatment rather than a device-related issue.